Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the customer was performing a treatment procedure. The procedure was completed by moving the patient to a different system. A philips remote service engineer (rse) connected remotely and confirmed the reported issue. Upon further inspection, the philips field service engineer (fse) identified that the hard disk drive of the image processing pc was defective. After replacing the hard disk, the system was returned in good working condition and was ready for clinical use. Log file analysis confirmed a problem with the hard disk, showing messages that the image disk drive is full. The hard disk drive was not available for further analysis. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.